Event description:
A report was received that a patient was experiencing discomfort at the ipg pocket and was scheduled to have the pocket repositioned to a more comfortable area. During the surgical procedure, the physician explanted the entire precision system as the patient stated she was never comfortable with the feeling of the ipg under her skin and preferred it explanted. The patient was reportedly doing well following the procedure.